Event description:
Procedure: ni. Reportedly, after insertion of the trocar, there was a small wound on the liver. It was reported that the patient's abdominal wall was very thin and the space between the liver and wall very narrow. The surgeon alleges that the minimum limit for utilization was reached and patient should have used another device.